Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nodule on lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient alleged having nodule on lung an issue related to a CPAP device's. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed unknown contaminant on the blower, top enclosure, bottom enclosure and on the ui panel. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer also confirmed that there is a presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied good power supply and power cord to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device. Sections d8, d9, h2, h3, h6 has been updated in this report.